Manufacturer narrative:
Cook sphere inflation device, cid-60-15. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A possible contributing factor to a leakage in the balloon material is failure to lubricate the balloon prior to advancement through the endoscope. The instructions for use direct the user: "apply a water soluble lubricant to balloon to allow easier passage through accessory channel." This activity will aid in endoscopic advancement and balloon preservation. A possible contributing factor to a leakage in the balloon material is inadequate negative pressure applied to the balloon prior to advancement through the endoscope. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use contain the following precaution: "prior to insertion of balloon dilator, negative pressure is mandatory to maintain balloon deflation." A balloon leakage can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate balloon." The instructions for use also contain the following precaution: ¿entire balloon should be extended beyond tip of endoscope, and be completely visualized and positioned, before inflation.¿ the instructions for use contain the following warning: ¿recommended 100% balloon inflation pressure can be found on q.i.d. (Quantum inflation device) and on catheter tag of balloon dilator.¿ over inflation can cause damage to the balloon. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a rupture of the balloon material. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook quantum ttc esophageal balloon dilator. As they started to inflate, the balloon "ripped open and popped."